Event description:
Note: this report pertains to one of four complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-01740, 3005099803-2011-01741, and 3005099803-2011-01743. It was reported to boston scientific corporation that four resolution ii clip devices were used to treat a bleed in the rectum during a hemostasis procedure on (B)(6) 2011. According to the complainant, during the procedure, the first resolution ii clip (manufacturer report # 3005099803-2011-01740) grasped tissue at the target site; however, the clip failed to release from the catheter. When the physician pulled back on the delivery catheter, the clip disengaged and fell off the mucosa into the patient. The clip was not retrieved from the patient. Three additional resolution ii clips (manufacturer report #'s 3005099803-2011-01741 and 3005099803-2011-01743) were used and the same issue occurred for all three devices. The clips were advanced through the scope to the target site and grasped tissue; however difficulties were encountered in an attempt to release the clips from the delivery catheter. The physician had to manipulate the devices in order to release the clips from the catheter. The procedure was completed with these three clips. There were no patient complications as a result of this event. The patient was reported to be in "okay" condition post procedure.

Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event of clip failed to release from catheter. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.